Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine2 results for two patients on an alinity c analyzer. The following data was provided: sample ID (B)(6) initial result was 6.40, repeat, on another analyzer, was 0.48 mg/dl sample ID (B)(6) initial result was 7.37, repeat, on another analyzer, was 0.89 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated creatinine results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the sensor, trigger, part number c-35016285-01, needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the part was replaced. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.